Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure thermal failure was not confirmed and image not displayed was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged, charge coupled device unit was broken. A definitive root cause could not be identified. Based on the results of the investigation, for the reported failure, the most probable cause of the thermal problem could not be determined and for image not displayed was charge coupled device unit was broken. Additionally, for the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video laparoscope had a thermal problem at the distal end, and the image was lost. The issue had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.